Manufacturer narrative:
Correction: h6 - health effect - impact code should be "4641 - unexpected medical intervention" instead of "2199 - no health consequences or impact."

Event description:
Additional information noted that the patient was asymptomatic and experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17653. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited loss of capture and the implantable cardioverter defibrillator - ICD incorrectly measured an episode of intrinsic conduction as oversensing. The device was reprogrammed and the patient's condition was unknown.